Event description:
It was reported that the devices were used during an unk procedure. The devices misfire, unk exactly how. Another device used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Instrument a:dropping/ejected clips. Instrument b: h6: (premature lock out). Eval summary: the analysis results found that the er420 instrument (a) was returned in good visual condition. The instrument was cycled, fed and formed 5 clips conforming, however after the fifth firing the remaining clips were ejected. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The er420 instrument (b) was returned in good visual condition. The instrument was cycled, fed, and after the first firing the device had a premature lockout, however the lockout was fired through in order to verify the event description. The device cycled, fed and formed the remaining clips as intended. While we were unable to re-create the event, we have documented the circumstances they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.